Manufacturer narrative:
The lens was returned to synergeyes torn, specifically the rgp and soft skirt separated at the junction. Separations are attributed to pt use and handling. In this case, the pt had worn the lens approx 6 weeks prior to the event of a superficial corneal abrasion. The review of the associated device history record did not indicate any processing or qc issues.

Event description:
On (B)(6) 2013, synergeyes received a complaint that a pt had a corneal abrasion. Discomfort and abrasion are typical warning signs to the practitioner that the contact lens may not have been properly fit, which can sometimes be difficult in keratoconic eyes. Abrasion and discomfort are not injuries as they generally resolve without treatment upon removal of the lens. In this case, the practitioner stated that antibiotic treatment was administered to address a corneal condition secondary to wearing of a synergeyes contact lens that was torn by the end-user, and we have been unable to obtain further info regarding the purpose of the treatment, nor rule out the lens as the cause, an MDR is being filed.